Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are collected in lithium heparin tubes. Processing info was not provided. Accu tni quality control (qc) was within established ranges at the time of the event. System checks were performed on (B)(4) 2009 and (B)(4) 2009, both passed within instrument specs. On (B)(4) 2009, the field service engineer evaluated the analyzer. A high sensitivity system check was run and passed within instrument specs. Performed carryover test which passed within performance specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.